Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06353. It was reported the physician was attempting to add trial leads to an existing scs system. The physician was unable to advance the leads to the correct location. The trial leads were removed and the procedure was abandoned.